Manufacturer narrative:
(B)(4). The direct link module was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A physician reported the directlink icp module value dropped by 10 after transporting to the ICU and re-calibrating to the phillps monitor. Medical staff tried to make it work and then went to an external ventricular drain(evd). No patient injury reported.